Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary (B)(4): performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising, and analysis of the device memory indicated oversensing associated with the right ventricular lead. There were six ventricular nst<(><<)>=210 ms between (B)(4) 2013. Weekly pace lead trend data shows an increase for max v.pace=504 to 1280 ohms peak between (B)(4) 2013. Concomitant products: 7288 implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that right ventricular (rv) lead experienced a "jump" in impedance, a high number of v-v intervals, non-sustained ventricular tachycardia (vt), and oversensing. Noise was seen on the rv channel. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.